Event description:
It was reported that the patient had an infection after using purewick for 8 days and were told possibly it was caused from the purewick. No open wounds or sores in that area. She called (B)(6) and they advised her to call the manufacture. Apologized & transfered to customer service to assist. Unclear if medical intervention was provided. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. A DHR could not be performed since no lot number was provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer stated they purchased purewick for her father who is going through cancer treatment. He got a staph infection after using purewick for 8 days and were told possibly it was caused from the purewick. No open wounds or sores in that area. She called (B)(6) and they advised her to call the manufacture. Apologized & transferred to customer service to assist. Unclear if medical intervention was provided. No additional information provided. No troubleshooting was provided. (Prepping and placement tips shared) it was unknown what medical intervention was provided.